Manufacturer narrative:
Combination product: yes. Only the stent was returned for investigation and subjected to a technical analysis. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that stent is severely deformed, i.e. Elongated in its center and pinched at both ends. The delivery system and the stent protector were not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. During preparation it was noticed that the stent has been dislodged from the balloon and stayed inside the protector cap.